Manufacturer narrative:
Manufacturer's investigation conclusion: no device analysis results are available because the device remains implanted. Hemoptysis and respiratory distress have been identified as a known potential adverse event that may occur as a result of trauma to the pulmonary artery during cardiomems sensor implant. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Event description:
During cardiomems implant procedure, after deployment of the device the patient experienced hemoptysis. The hemoptysis was self-resolving. A chest x-ray was completed and did not reflect perforation. The patient was sent home. The cause of the hemoptysis could not be confirmed.